Event description:
It was reported that approximately 6 months post implant of a bifurcated device and a suprarenal aortic extension the patient presented in the emergency room with back pain. A computed tomography (CT) scan revealed a type iii endoleak. Reportedly, the physician could not conclusively determine the endoleak type based on the CT image, but it was coming from the proximal area. The physician elected to convert to an open repair and explant the devices. Reportedly, the physician identified the endoleak source as a type iiib coming from the suprarenal aortic extension. The patient was treated with a surgical tube graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.